Event description:
It was stated the patient¿s device had been malfunctioning since the MRI in (B)(6) 2013. It was noted the patient had persistent pain underneath the battery and there was no change with battery movement. Reportedly, the patient had intermittent pain with the device turned off. Additional information from the healthcare provider stated the cause of the event was a malfunction of the implantable neurostimulator (ins). It was reported the patient had an MRI of their head and felt a shock. It was noted the patient had pain under their battery even after they turned it off. Reportedly, the patient¿s ins and lead were explanted on (B)(6) 2013. It was noted the patient had an MRI, x-ray or CT scan on an unknown date. The patient did not require hospitalization and the patient¿s outcome was reported as non-serious injury or illness and the patient recovered without sequelae. It was stated the patient had pain where the battery site was after the ins was removed but no other symptoms.

Manufacturer narrative:
Analysis of neurostimulator model 3058, serial # (B)(4), showed no anomalies. Analysis of lead model 3093-28, lot # v833298, showed no significant anomalies.

Event description:
It was reported that the patient had a shocking or jolting sensation just below the device. The patient had an MRI of the head two months ago and during the MRI, the patient felt a shocking. It was noted that the MRI was completed and no falls were reported. The device was set on cycling, but the patient was not reporting shocking every time stimulation would come on. The device was turned off now and the patient was feeling shocking currently. Current impedance measurements were normal. Additional information received reported an x-ray was taken and the lead looked fine still; however, after speaking with the patient, it was decided to remove the device entirely. It was believed that the device was removed yesterday or today. Additional information received reported that the patient was falling a lot due to sugar lows.

Manufacturer narrative:
Product ID 3093-28 lot# v833298, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.